Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an infusion of oxacillin sodium 12gm/500ml in 0.9normal saline was set up to infuse using pump module and it is believed that the door was not closed the full way and it ended up going through as gravity. However, the pump never alarmed that the door was open. The infusion rate was set at 20.8ml/hr. There was patient involvement but the impact is unknown.